Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported issue. Missing vertical pixels were observed on the bottom screen right side. Preventive maintenance was completed and the display was left as is due to lack of parts available.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not power on properly. A battery was inserted in the device and the power button was pressed, the device seemed to turn on, then in an instant the pace and sense leds started to fade off. Then the device would not turn on at all. The epg was returned to the manufacturer for servicing. The event occurred during testing of the device; there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.